Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a lost sensor alert and the insulin pump would not alarm him when the reservoir was empty. The customer reported that he received low reservoir alerts, but no alarms occurred for anything less than ten units of insulin. While troubleshooting during a follow up call, the customer did receive a no delivery alarm. Blood glucose level at the time of the incident was not provided. The insulin pump was not replaced or returned for analysis.